Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the batch remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was not returned, however, additional information received states that the device encountered difficulties while inserting into microcatheter due to intermittent flush maintained during the procedure, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to friction or other related difficulties. Therefore, an assignable cause of user error has been assigned to this event.

Event description:
It was reported that when the coil (subject device) was inserted into the microcatheter there was resistance and the coil detached inside the catheter. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.